Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
New arrived device, checked in warehouse, found screen dysfunction. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 02oct2019. Report date: 24oct2019. After numerous attempts to obtain information on the repair of this device with no response, this complaint is being closed. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
New arrived device, checked in warehouse, found screen dysfunction. There was no patient involvement. Event date not specified; estimate used.